Event description:
Information was received that during pre-testing of this smiths medical cadd legacy plus pump, the pump failed and exhibited "no disposable pump won't run" alarm. No adverse effects were reported.

Event description:
Device analysis competed and updated no patient involement .

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6500 pump. Event log message no disposable. Functional testing down to duplicate report and unable to verify customers complaint. Prevenative action taken and upstream occlusion sensor to be recalibrated. Device was inpsected in good physical condtion. No root cause to cause of event and once repaired device passed all funcitonal and delivery testing.